Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Pictures were provided and examination of the pictures determined that the shrink wrap was damaged and torn out. The seal of the outer box was open and damaged. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the package was damaged upon arrival at distributor.